Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented in clinic for follow up. It was noted that the implantable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. Patient condition was stable.